Event description:
It was reported that a large volume infusor had a black mark on its stress member. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured december 05, 2014 ¿ december 08, 2014. The device was received for evaluation. Visual inspection revealed a black particle, approximately 0.10 square mm in size, embedded in the material of the stressmember component. The particle was not in the fluid path, as it was molded within the material of the stressmember. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.